Event description:
It was reported that a male patient underwent an atrial tachycardia (at)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered av heart block requiring temporary pace maker and prolonged hospitalization. It was reported that ablation was conducted in right atrial posterior wall at the time of atrial tachycardia (at), and complete block and av dissociation occurred. A temporary pacemaker was implanted to the patient¿s body and the patient left the room. A pacemaker implantation was planned to be performed on (B)(6) 2022. The physician's opinions on the relationship between the adverse event and the product was that the product and the system were not related to the event, because the physician did not use the information of the procedure as a reference, there was a possibility that a motor disability may have occurred. There were no abnormalities observed prior to and during use of the product. Patient did require extended hospitalization.

Manufacturer narrative:
Device investigation details: information received indicates that the device was discarded and is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone # (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-jan-2023, additional information was received indicating the patient recovered in the ward and was discharged as usual. Patient weight and initial reporter name was received. The appropriate fields have been appropriately updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).